Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl due to pump correction factor being programmed incorrectly. Low bg was addressed by avoiding manual boluses. Tandem technical support assisted customer in correcting settings and insulin delivery was successfully resumed.